Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal inspections were performed and found no issues. The device passed temperature verification testing and disposable integrity testing. The pneumatic system was tested with no leaks found. Volumetric accuracy testing was performed and the device failed with the original piston foam. The piston foam was replaced and the device was retested and was able to pass the volumetric accuracy test. When the original piston foam was reinstalled, the device failed the test once more. An inspection of the piston and the foam was performed and found the piston foam to be disintegrated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the disintegrated piston foam. The piston foam was to be scrapped and the device sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.